Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated they developed a severe skin reaction near the end of the sensor session. The reaction was described as a red bumpy rash at the abdominal sensor insertion site with no itching or pain. She saw her physician on (B)(6) 2020, who told her it looked like a reaction to the adhesive. She was advised to use cortizone-10 and nystatin cream. At the time of the report the rash was improved but still present. No additional patient or event information is available.